Manufacturer narrative:
Complete event site name: (B)(6) medical center / event site postal code: (B)(6) / the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that approximately 5 minutes after inserting the intra-aortic balloon (iab), the arterial pressure stopped being displayed. The customer tried disconnecting and reconnecting the fiber optic cable, without success. The pump was switched out with another cardiosave but the issue persisted. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Event description:
It was reported that approximately 5 minutes after inserting the intra-aortic balloon (iab), the arterial pressure stopped being displayed. It was also noted that a fiber optic sensor failure alarm was generated. The customer tried disconnecting and reconnecting the fiber optic cable, without success. The pump was switched out with another cardiosave but the issue persisted. A flush system was connected to the iab catheter in order to maintain a continuous flush of 3ml/hour through the inner lumen. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field: describe event or problem. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
The complaint device will no longer be returned for investigation as it has been discarded already at the facility. Complaint record ID # (B)(4).